Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g1, g3, g6, h1, h2, h6. The following sections were corrected: d1, d4 catalog number, h6 clinical code and component code. The reason for the revision may be due to aseptic glenoid loosening as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 8 year(s), 4 month(s) and 9 day(s) post-operative of a left tsa, the patient presented with aseptic glenoid loosening. The patient underwent revision surgery and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and unlikely related to the procedure.